Manufacturer narrative:
(B)(4). An investigation was performed on the returned device; however, the reported issue could not be confirmed. The service center technician performed calibrations on the device; however, full repair and testing could not be performed as medtronic-covidien was not authorized by the customer. The device was returned to the customer without being serviced.

Manufacturer narrative:
(B)(4). The evaluation of the ventilator has not been done yet.

Event description:
It was reported that during patient use the ventilator was not delivering accurate volumes. The patient de-saturated quickly and remained with low oxygen saturations for a few minutes. The patient was manually ventilated and the patient's oxygen saturations were increased.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.